Manufacturer narrative:
The hcg+b reagent lot number was 709174. The reagent expiration date was requested, but not provided. Calibration data was lower than expected, but there were no calibration alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. The field service engineer determined there was a loose head transfer belt and that there were bubbles in the hcg+b reagent pack. The belt was adjusted and a cover plate behind the probe assembly was adjusted to prevent contact with the assembly. The probe was adjusted and bubbles were removed from the reagent pack. Performance testing was successful. Controls recovered within the customer's control range. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg + beta on a cobas e 411 analyzer (disk system). The sample initially resulted in an hcg+b value of 369 miu/ml. The doctor questioned the result because it did not agree with the patient's clinical status. The sample was repeated, resulting in an hcg+b value of 1175 miu/ml. The repeat value was deemed correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.